Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to transcatheter aortic valve implantation (tavi) procedure using a proglide device. Femoral angiography was performed; however, the puncture was made without ultrasound guidance. Reportedly, angulation was less than 45 degrees for suture placement, where it became evident that the suture was deployed in the wrong vessel. By generating greater pressure and depth of insertion of the device, a dissection had occurred. The sheath was upsized to 16fr, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. An abdominal aortogram was performed and an occlusion of the right external iliac artery and common femoral artery was observed. Bypass surgery was performed to resolve the occlusion. The patient died within the first 48 hours after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Reportedly, according to the vascular surgeon, excess force was used placing the device. It should be noted that the electronic perclose proglide instructions for use states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is likely the IFU violation contributed to the reported difficulties. Medical review by an abbott clinical specialist determined: due to the procedural errors and complications and the failure to follow the perclose proglide IFU, it can be definitively stated that the perclose proglide was an indirect cause of death in this patient. The root cause of the malposition of the device may be attributed to use error. It is likely, the lack of ultrasound at the access site and excessive force caused the dissection and subsequently the back-wall stitch. The subsequent treatments are related to the circumstances of the procedure. The patient effects of death, occlusion, and vascular dissection are listed in the proglide IFU as possible adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - impact code 4624 added.